Manufacturer narrative:
The customer's meter was returned and investigated. The readings complaint is not confirmed. The meter powered on during investigation. The meter was disassembled and damage to the communication port connector within the digital board was observed. In addition, contamination was observed within the strip port. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give a numeric value for readings less than 20 mg/dl. A reading less than 20 mg/dl would display a " <20 mg/dl" message.

Event description:
A health care professional reported a precision xceed pro meter that reads low results (<20) compared to the lab results of 317, 296 and 131 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.